Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A4264-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal distension, uterine fibroid, umbilical hernia nos and endometriosis. Previously administered products included for an unreported indication: iud. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("abdominal distention"). The patient was treated with surgery (single side robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: right tube had 3 coils showing. Left tube had 9 coils showing. Plaintiff reported that she had been experiencing chronic pelvic pain and abdominal distention. This had been happening after the essure was placed. The patient states that ever since her issue was placed she patient had been having abdominal bloating and pain especially prior and during her menses with severe pelvic pain that increases with physical activity and decreases with rest and anti-inflammatories. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: result not available. Pathology test - on (B)(6) 2020: cervix: endocervical squamous metaplasia endometrium: late proliferative endometrium myometrium: leiomyoma, 4.4 cm fallopian tubes: no abnormality. Smear cervix - in (B)(6) 2019: normal for dysplasia and hpv. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain, dysmenorrhea,abdominal distension. Lot number reported (a4264) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A4264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal distension, uterine fibroid, umbilical hernia nos and endometriosis. Previously administered products included for an unreported indication: iud. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("abdominal distention"). The patient was treated with surgery (single side robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: right tube had 3 coils showing. Left tube had 9 coils showing. Plaintiff reported that she had been experiencing chronic pelvic pain and abdominal distention. This had been happening after the essure was placed. The patient states that ever since her issue was placed she patient had been having abdominal bloating and pain especially prior and during her menses with severe pelvic pain that increases with physical activity and decreases with rest and anti-inflammatories. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: result not available. Pathology test - on (B)(6) 2020: cervix: endocervical squamous metaplasia endometrium: late proliferative endometrium myometrium: leiomyoma, 4.4 cm fallopian tubes: no abnormality. Smear cervix - in december 2019: normal for dysplasia and hpv. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain, dysmenorrhea,abdominal distension. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.